Manufacturer narrative:
(B)(4). Date sent: 6/12/2024. D4: batch # unk. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60b reload was returned unfired with an open package with the pan partially dislodged from right side. In addition, 6 double driver missing & 3 double drivers out of position, making the reload non-functional. No functional test was performed due the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. Device history review: a manufacturing record evaluation was performed for the finished device lot number 236c78, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, it was very difficult to install the cartridge. Changed another device to complete the procedure. No additional information could be provided.